Manufacturer narrative:
The pump had intermittent button response due to moisture damage on the keypad trace. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, and a loose/protruded drive support disk. No moisture damage was noted on the electronic assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump experienced a keypad anomaly during a bolus attempt. The customer stated that he had to press the up and down arrow buttons 2-3 times before they would work. The customer did not know the blood glucose reading. The customer stated that he got caught in the rain and left the device on the counter in the bathroom while showing. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and declined to return the device for analysis.